Manufacturer narrative:
Detailed product information was not provided to bsc. We are unable to obtain further information due to the anonymous nature of the initial reporter. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave catheter the patient "went into cardiogenic shock". The patient's potassium level were "way out of range, super high" and the patient experienced ventricular tachycardia (vt). A code was called and the patient was given a balloon pump. The patient was admitted to the ICU and fully recovered from the complications that occurred during the procedure. The physician believes the situation was related to the patient's condition and pre-existing comorbidities; however, this was not confirmed so the device or procedure cannot be ruled out as potential contributing factor to the cardiogenic shock seen during the procedure. The patient's hospitalization was further extended due to a pre-existing condition. They were put on a ventilator but ultimately passed away due to said pre-existing conditions.